Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings found no evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All four capture washers were found bent upwards. The proximal end of the atrial lead barrel was noted to have been cut into and pried back in order to open up the lead bore. A piece of hex wrench was found broken off inside the proximal ra setscrew hex slot and the setscrew was backed up against its corresponding capture washer. The rv lead barrel passed pin gauge testing; the ra lead barrel was too damaged to perform pin gauge testing. The pacemaker passed testing that verifies the performance of pacing and sensing. Laboratory analysis was unable to identify any device characteristics that would have caused or contributed to the reported lead removal difficulty.

Event description:
Boston scientific received information that during a routine replacement procedure the physician encountered difficulty removing the lead from the header of this device. The physician elected to use a tool to break the device header and free the leads. The leads were subsequently connected to the replacement device as there was no lead damage observed as a result of removal. No adverse patient effects were reported.